Event description:
It was reported "case was performed using expired (neuragen) product". There was no adverse consequence or injury to the patient reported to date.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.